Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.

Event description:
The patient reported that the pump was resetting itself without intervention.